Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) alleging that her son's onetouch ultra link meter would not power on. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The reporter stated that the power issue began on (B)(6) 2016 at 4.45 pm. The reporter informed the csr that patient manages his diabetes with insulin (self-adjuster), and reported that at 5.05 pm, in response to the alleged meter issue, her son took more insulin (1.5 units humalog) than normal. The reporter claimed the patient did not develop any symptoms due to the alleged issue. The reporter stated that a blood glucose reading of ¿350 mg/dl¿ was obtained on another (unknown) meter. There was no mention of medical treatment/intervention received as a result of the alleged issue. At the time of troubleshooting, the csr noted the subject meter would not power on manually with a button press. Based on the information provided, there was no misuse of the product and the batteries did not need changed. This patient was not using the meter for the first time and the correct strips were being used. The csr walked through troubleshooting with the patient, inserting a new test strip per owner¿s manual and the meter did not turn on. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to an adverse event. The patient did not develop signs or symptoms of acute metabolic distress from severe hypoglycemia or hyperglycemia nor did he receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.